Event description:
This is my first time reporting this problem, but my second time encountering this defect with the medtronic reservoir paradigm. When I inject air into the insulin vial and I turn the vial upside down so I can withdraw the insulin, there is a substantial leakage of insulin that escapes from the reservoir, where the needle is. When I first reported this problem to medtronic, they replaced the reservoirs, but I continue to experience the same problem which occurred about 4 months ago. Insulin is expensive and I do not think that I should be losing such quantities every time I draw up insulin to fill the reservoir. Frankly, I never had problems with these reservoirs up until now. The first lot was replaced only to have this problem reappear twice again with this current lot h7734125 and boxes that I received. I have been pleased with these reservoirs, but this has happened a second time with these current reservoirs and I have become suspect about the quality of the medtronic reservoirs.